Manufacturer narrative:
The device was not returned for evaluation as it remains in-situ. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the patient had a right distal implant break. A procedure was performed on (B)(6) 2021 where a titanium rod was implanted into distal foundation and connected to the original rod. In addition, the broken piece was removed. No patient harm was reported.